Manufacturer narrative:
Concomitant product(s): a 5054-52 lead, implanted: (B)(6)2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, after a device replacement was performed the atrial lead threshold increased. The device pocket was re-opened to check connection of the atrial lead. When force was added lightly, the atrial lead came off the port and thus loose pin was suspected. The lead was properly inserted back into the port and then the set-screw was tightened. The atrial lead threshold returned to the normal range and the procedure was successfully completed. No patient complications have been reported as a result of this event.